Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on september 23, 2019 stated only that the customer was deceased. The reporting party did not state when the customer began using an insulin pump. There had been a previous report from the family attorney that the customer had a high or a low blood glucose event. No further information was obtained.